Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause for the reported issue was due to the power supply pcb assembly. The customer received a replacement device. After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Event description:
It was originally reported to physio-control that the customer's device was alarming and the service indicator was illuminated with event codes logged in the devices' memory, upon doing an inspection of the device. There was no indication that the reported issue was likely to cause or contribute to death or serious injury. There was no patient use associated with the reported event.  After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).